Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. A corrective action is not applicable at this time. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event occurred in (B)(6). Initial reporter and facility has been requested. Additional information will be forwarded if received. If information is provided in the future, a supplemental report will be issued.

Event description:
The initial reporter states that the feeding tube had leaked between the naso tube and the extension tube. It turns out that the naso tube has been twisted and caused a stop. No complaint sample available. Sample still in use by patient. Lot number was not documented. No patient injury or harm was reported.